Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. During user handling, the light guide fittings and bending section rubber leaked, causing water to enter the inside of the device. As a result, an abnormality occurred in the electronic components and images were no longer displayed. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image" 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." 3) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 4) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an image stability issue (flickering in and out during use) while using the endoeye flex deflectable videoscope. The problem occurred during a therapeutic procedure (gynecologic laparoscopy). The procedure was completed with a similar device and without delay. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the device exhibited no image (black). This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that there were no images (black). Additional findings include the following: the light guide lens was leaking, the a-rubber was leaking, the insertion tube was scratched, and the light guide lens was leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.